Manufacturer narrative:
Per (B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned, packaged, and sterilised in accordance with the correct specifications at the time of manufacture.

Event description:
Unity revision due to infection.

Event description:
Unity revision due to infection.

Manufacturer narrative:
Per -2743 final report x-rays, operative notes, medical history and an update on the patient could not be provided, however the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned packaged, and sterilised in accordance with the correct specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure. Thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.